Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned and may have aided the investigation in determining a cause for the experienced event. A cuff miss (no suture retrieved/attached) can occur due to a number of factors including, but not limited to, needle deflection during plunger deployment due to interaction with tissue, aggressive and fast deployment of the plunger or a failure to maintain a stable position of the device with respect to the tissue tract during needle deployment. To ensure this type of experience is not a result of a potential product related deficiency, an in process testing of devices is performed to assure there is no needle deflection. A sampling of finished devices is also tested to verify the functionality of the device. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot.

Event description:
It was reported that a physician trained in the use of the perclose proglide attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, a cuff miss occurred. The device was rewired and removed. A sheath was inserted and manual pressure was held to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.